Manufacturer narrative:
More information surrounding the event has been sought. A supplemental medwatch will be provided when investigation is finished. (B)(4).

Event description:
It was reported that while the ventilator was connected to a patient two technical error codes were generated. One code indicated disabled valves and the other an internal memory error. It was also reported that the ventilation mode switched from adult to infant. The patient was switched over to another ventilator. There was no harm to the patient. The ventilator was shutdown 3 minutes after the event, 12 minutes later it was shutdown again. When restarted it generated a technical error indicating on/off switch failure. (B)(4).